Event description:
It was reported that during a lap chole procedure, the device would not clip the vessel. No additional information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, 2 bypass and 2 double feed. The device was disassembled to verify the condition of the internal components, and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.